Manufacturer narrative:
Other applicable components are: product ID: 3057, serial# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence. The patient reported they had not had to void since they came home from the doctor's office, and when they tried to void they could only get a couple of dribbles. They wanted to know if this was normal, patient was advised to contact their doctor. Contributing factors, actions/interventions, and resolution to the reported event were unknown. Additional information was received. It was reported that the patient's daughter was trying to change their bandage and the wires became loose, they had contacted their clinician and were going to be seen the following morning. Additional information was received the patient reported they leaked all night and their bandage got wet. Their daughter tried to change it and the wires became dislodged. They called the clinician and were waiting for a callback. They also reported they had a backache. Contributing factors, actions/interventions and resolution to the reported event were unknown. No further complications were reported or anticipated.